Event description:
It was reported that a user participating in a clinical support program experienced a low blood glucose of 68 mg/dl after breakfast and expressed concern about entering a meal announcement due to fear of further hypoglycemia; the user had consumed a typical breakfast with more carbohydrates than protein and treated the low with oral glucose before being transferred to clinical support for guidance. Customer care provided support that included remote troubleshooting, and education by support staff with referral to a clinician for medical advice. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.